Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing after pocket closure. A connection issue was alleged. The physician then re-opened the pocket; however, the connections looks good. The physician repeated the steps of connection and after pocket compression the noise was no longer present. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.